Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via phone call that the customer was hospitalized for diabetic ketoacidosis. The customer received a no delivery alarm in the middle of the night; she changed the infusion set and continued to run high. She then went to the hospital where her blood glucose was either 533 mg/dl or 588 mg/dl. The customer felt sick as a result of the high blood glucose. At the hospital she was hooked up to an IV and treated with fluids. Once her blood glucose stabilized she was released from the hospital. Troubleshooting was initiated to inspect the insulin pump and a bent infusion set cannula was discovered. Further troubleshooting was declined, and no products were returned or replaced.